Event description:
It was reported that the 9400 system was measured at over 20r/min by the physicist. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system was tested and found to be out of specification. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.